Manufacturer narrative:
Device evaluation: one smiths medical pneupac parapac plus was returned for analysis in used condition. Visual inspection showed that the bottom tamper seal was removed; multiple damage was found on the front panel, bottom housing, battery cover and some knobs. The tidal volume knob was found to rub on the battery compartment and the battery compartment was visible internally without taking off the battery cover. It was also found that the monometer gauge cover was loose. Functional testing involved connecting it to an o2 supply and installing patient circuit. It was found that the manometer was working as intended. The investigation determined that impact to the device due to being dropped by the customer was the cause of the reported issue. Damaged components were replaced. The variable restrictor was upgraded and a pm kit was installed.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus was reported to be dropped. There were reported to be cracks and the gauge was not working during testing. There was no patient involvement with no adverse effects.